Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with a blue stylet inserted into the tube. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the white pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the white pilot balloon and balloon cuff were able to inflate completely. The syringe was then removed and the pilot balloon and balloon cuffs were inspected for leaks. No leaks were detected. The syringe was then reattached to the white pilot balloon in order to deflate the balloons. The white pilot balloon and blue balloon cuff were both able to deflate. The syringe was then filled with air again and connected to the valve of the blue pilot balloon. Upon injection of air, the blue balloon cuff was unable to stay inflated. The et tube was submerged under water in order to detect the source of the leak. Upon injection of air into the white pilot balloon, no leaks were found. Upon injection of air into the blue pilot balloon, the et tube leaked from a hole near the middle of the balloon cuff and multiple holes in a straight line near the proximal end of the proximal balloon cuff. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "leaking" was confirmed based upon the sample received. A leak was found in the proximal blue balloon cuff. However, the reported leak in the white balloon cuff was not confirmed since the white pilot balloon and balloon cuff were able to inflate completely and no leaks were detected when the sample was inflated while submerged underwater. The returned et tube was found to have a hole near the middle of the balloon cuff as well as multiple holes in a straight line near the proximal end of the balloon cuff. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
Customer complaint reads: "the white cuff was found leakage during function testing prior to the patient. The tube was not used on the patient." No patient harm or impact was reported. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review based on the lot number provided did not show any issues that could be related to this complaint. A record review (fmea) was conducted and no update is required. Customer complaint cannot be confirmed at this time. The device sample is needed for a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint reads: "the white cuff was found leakage during function testing prior to the patient. The tube was not used on the patient." No patient harm or impact was reported. Patient condition reported as fine.